Manufacturer narrative:
(B)(4). One user interface printed circuit board assembly (pcba) was received for evaluation. Visual inspection found no anomalies. The component was attached to a failure investigation test ventilator for analysis, and successfully powered up. Tests and calibrations procedures were run successfully without any errors. Additionally, the unit ran successfully in ventilation mode for 27 hours, and a review of the ventilator diagnostic logs revealed no errors or alarms during the run in period. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb) and upgraded the software to the latest revision, to resolve the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator graphic user interface (gui) became unresponsive. The clinician was preparing to extubate the patient when the event occurred and proceeded with the extubation process. There was no patient harm as a result of this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.